Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Other, other text: (B)(6).

Event description:
The customer reported "intermittent fault." No consequences or impact to patient were reported.

Manufacturer narrative:
The returned sensor was evaluated. The sensor pass visual inspection, but failed continuity testing due to an intermittent open in the cable on the detector circuit at the bend relief area of the connector. The sensor functioned intermittently and when the sensor is manipulated to an "open" condition, an error message displayed on the lab testing monitor. Initial reporter zip code exceeded the maximum allowable characters, zip code is (B)(6). Initial reporter phone # is entered as (B)(6) to meet the minimum allowable characters. Initial reporter phone # is (B)(6).

Event description:
The customer reported "intermittent fault." No consequences or impact to patient were reported.